Event description:
Reportedly, on (B)(6) 2013, it was impossible to interrogate the pacemaker. It was attempted to completely reset the pacemaker; nevertheless the several attempts performed had failed and device interrogation was still not successful. Therefore, device replacement has been recommended for this pt and the replacement was scheduled.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the united states. Analysis is pending.